Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a discrepant test result of a reagent red blood cell compared to the antigen profile worksheet. A patient with a known anti-p1 reacted weakly positive with a reagent red blood cell on their immucor panel (lot #23324, cell #8) that was denoted as p1 negative on the antigen profile worksheet. The discrepant cell #8 was tested with seraclone anti-p1 lot #8736030-00 in comparison. It reacted weakly positive after 5 minutes of incubation and yielded a 1+ positive reaction after 10 minutes of incubation at room temperature. The customer also filed a complaint with immucor and requested an investigation. Immucor reported that they could not duplicate the reported reactivity. The customer provided the immucor panel cell #8 (lot #23324), the patient sample and also the complaint reagent seraclone anti-p1 lot #8736030-00 for investigational testing. The immucor panel lot was already expired at the time the customer filed his complaint with bio-rad. In order to demonstrate the correct reactivity of the reagent seraclone anti-p1 it was tested against the panel cell #8 although the expiration date was exceeded. An antibody identification of the patient sample using the gel technique showed that there are no antibodies detectable at the moment. The patient sample, the reagent seraclone anti-p1 provided by customer, the corresponding retention sample and another lot of seraclone anti-p1 (lot #8742040-01) were tested against the immucor panel cell #8 provided by customer, the same panel cell of the quality control stock and against reagent red blood cells positive for the p1 antigen. All tests yielded a negative reaction. The potency testing of the three seraclone anti-p1 reagents showed no significant differences, the minimum titer of 16 was also exceeded. All three products were also tested negative against different red blood cells which do not express the p1 blood group antigen. The false positive reaction of immucor panel cell #8 (lot # 23324) with seraclone anti-p1 lot #8736030-00 at the customer`s site remains unknown. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-p1 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.